Event description:
During a routine in-service, a penumbra sales rep noticed that a pump emitted a loud noise when it was turned on. The pump would keep pressure but the noise was unbearable. It was noted that it sounded like the bearings were going out.

Manufacturer narrative:
This MDR is being filed as part of the remediation action taken as per penumbra feb 2010 update to the FDA warning letter dated dec 31, 2009.